Event description:
It was reported that there was a hematoma around the implant site. The patient had an intervention to clean the wound. The patient is participating in the attain (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076; implantable pacing lead (B)(6) 2013, 6935m implantable tachy lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013. (B)(4).